Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: international urogynecology journal (2021); 32:609¿614. Doi: https://doi.org/10.1007/s00192-020-04393-3. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (tension free vaginal tape) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? What specific adverse event required surgical revision of the sling? Patient demographics?

Event description:
It was reported in a journal article with title: short-, mid-, and long-term incontinence outcomes in women undergoing mid-urethral sling procedures: a retrospective cohort study. The aim of this retrospective cohort study is to compare short-, mid-, and long-term subjective treatment success rates in women undergoing mus for sui. Between 2001 to 2010, a total of 896 women who underwent a primary mus were included in the study. The retropubic mus was performed using the gynecare tvt (ethicon, inc., somerville, nj), and the transobturator mus was performed using a competitor. Among the patients, 361 were assessed in the short-term (23.3 ± 7.2 months; mean age of 60.9 ± 11.6), 251 in the mid-term (49.8 ± 9.1 months; mean age of 60.3 ± 12.5), and 284 in the long-term group (147.9 ± 20.6 months; mean age of 58.4 ± 10.5). Reported complications included no treatment success (n=?), not satisfied (n=?), urinary symptom distress (n=?), and unknown event (n=?) Which required surgical revision of the sling. In conclusion, women with short-term follow-up had the highest subjective treatment success rates; mid- and long-term follow-up was lower, but sustained after 3 years. Symptom severity and impact on qol were lowest in the short-term group. However, high satisfaction was noted across all groups.